Event description:
The customer reported the output dose rate is incorrect. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reduced the output dosage. System operates as intended. (B) (4)